Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula instrument to perform failure analysis. The instrument was installed and tested on an in-house system. During this process, the device did not fail. Due to the defective/missing disk, we cannot replicate the customer's issue but can confirm that failures may occur. Additional observation(s) not reported by site: the instrument was found to have pitch input disk axis 5 completely broken into pieces inside the housing. As a result of the full break, functional testing for motion related issues cannot be performed. The instrument was found to have a broken distal clevis at the cable entrance of the clevis. The broken piece was not returned, measuring roughly 0,54mm x 0.68mm in size. Clevis shows abrasions or scratches on the outer surface. There is no way to determine whether the usage was incorrect. The instrument was found to have a detached fragment at the proximal distal clevis. A piece measuring proximately 0,54mm x 0,68mm was not returned with the instrument. The complaint was confirmed by failure analysis. Once the instrument is recognized on the da vinci system, engagement gets checked. The engagement sequence runs for each installation of the instrument to ensure proper mating and transmission of force between usm carriage outputs, instrument sterile adapter, and instrument input disks. Successful engagement is detected by driving the instrument sterile adapter through a predefined trajectory. The probable root cause of engagement failure is attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had engagement issue. There were no delays. The procedure was completed with no reported injury.